Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 350 mg/dl. Reportedly, the customer's pump settings need to be adjusted. Customer delivered a bolus to stabilize blood glucose levels.